Event description:
Information was received from a patient (pt) on (B)(6), 2021 regarding an implantable neurostimulator (ins). They reported that their device was not doing anything and they have had the ins off for almost 2 weeks because they felt better with the ins off. They reported that when the ins was implanted, their legs from their waist down were numb and their feet felt like they were on fire/walking on fire. Pt said they were in constant pain for a week and a half after implant and they were taking oxycodone and muscle relaxers "like it was candy", but nothing was helping. They turned the stimulation on 5 days early just to see if it would help, which it did a little bit. They stated they never had this much problem with their back or legs until the ins was put in and said when they talked to somebody, they would say there's nothing they can do about it. Pt then mentioned the trial worked good for pt. Additional information was received on (B)(6) 2022. The patient reported that the ins and leads were removed on (B)(6) 2022 because the device was not doing anything; it didn't help them at all and they were in so much pain that they were taking medications like crazy. They mentioned they would be screaming and had to go to the ER many times. They mentioned information previously reported that everything was waist down and they couldn't feel their feet.

Manufacturer narrative:
Continuation of d10: product ID 977c165 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2022 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.